Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ broken device: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "began to leak after the fourth time of being re-processed." Patient contact is unknown. Device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: break.

Event description:
Healthcare professional reported "began to leak after the fourth time of being re-processed." Patient contact is unknown. Device was not implanted.

Event description:
Healthcare professional reported "began to leak after the fourth time of being re-processed." Patient contact is unknown. Device was not implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 29/feb/2024. Additional, corrected and/or changed data: h1.